Event description:
Boston scientific received information stating: hospital claim of atrial undersensing leading inappropriate atr no documented evidence patient to attend clinic for follow up dr. (B)(6) heart and chest hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).